Event description:
According to the customer on (B)(6) 2026, the nebulizer was no longer producing mist. The customer reported that the filter had been removed and was inadvertently discarded, which resulted in the product not functioning as intended. The patient reported missing approximately one week of medication doses due to the issue.

Manufacturer narrative:
According to the customer on (B)(6) 2026, the nebulizer was no longer producing mist. The customer reported that the filter had been removed and was inadvertently discarded, which resulted in the product not functioning as intended. The patient reported missing approximately one week of medication doses due to the issue. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.